Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as the device was manufactured in 2008. No previous service records were found. The device was received for evaluation; in good condition, with no rolling base or rams horn. Device was manufactured in 2008. Powered on the device and activated actuator pole by pressing the keypad switch. The actuator pole made a grinding sound when pole was moving upwards. This confirmed customer reported issue. The root cause was deemed to be normal wear and tear. Action(s) taken to mitigate the reported issue(s): replaced actuator pole, installed disposables and temp check test fixture; measured temperature which was within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported that the device had a broken power pole. No patient injury was reported.